Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by product return and evaluated. As returned, the device exhibits damage to the hex bolt and the frame near the hex bolt. The hex bolt no longer rotates freely within the frame. The device will not function as intended. The inserter shows wear & tear that indicates repeated use during a potential field age of approximately 10 years 5 months. Review of the device history record identified no deviations or anomalies would contribute to reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent initial hip surgery. It was noted the impactor broke during surgery. Attempts have been made and additional information on the reported event is unavailable at this time.